Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available